Event description:
Reportedly, following the completion of the procedure, the drape was pulled back and it was noticed that the pts lower abdomen had a "rent" in her skin and what appeared to be a bovie burn adjacent to this which appeared to be a superficial injury to the skin. The area was excised in the area of the injury and the skin was closed with interrupted sutures and running stitch. The area was dressed. This device was not in use at the time, but was placed in a bariatric drape pouch. The drapes were not burned. Procedure:placement of laparoscopic lap band.